Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the contrast button is unresponsive. The pump was returned and the keypad buttons were found to be intermittently responding and the keypad was found to be peeling. This report is being made based on the keypad responsiveness issue.

Manufacturer narrative:
The reporter contacted animas on (B)(6) 2012 alleging that the contrast button is unresponsive. The pump was returned and the keypad buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. Evaluation also revealed that the keypad was peeling. A peeling keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation should be clearly visible and warns the patient to discontinue using the pump. (B)(6).